Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported via email for the patient's left femoral diaphyseal jts: "reason for revision: "the stem has broken suddenly, the issue occurred 4 days ago, no trauma reported".

Event description:
As reported via email for the patient's left femoral diaphyseal jts: "reason for revision: "the stem has broken suddenly, the issue occurred 4 days ago, no trauma reported".

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a jts, midshaft femoral replacement was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for jts diaphyseal femoral replacement which was inserted in (B)(6) 2017. The surgeon reported a broken stem. The CT image provided shows that the implant was broken at the extension level. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other relevant events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.